Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with a normal elective replacement indicator on (B)(6) 2021. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician on (B)(6) 2021 and the device was explanted. Patient was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.